Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving un known baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had overdose symptoms including hypothermia and hypotension. The patient was refilled on (B)(6) 2017, but it was unknown whether there was a dose or concentration change. The programmed dose and concentration were unknown to determine how long it would take for the new drug to reach the patient. The patient was in the emergency room (ER) and the ER hcp wanted to turn the pump off temporarily until the symptoms resolved. It was considered a sudden change in therapy/symptoms. The event date was stated as (B)(6) 2017. Additional information was received on (B)(6) 2017. The hcp stated that the patient was hypothermic, hypotensive, and bradycardiac. The actions/interventions taken included the hcp ordered for the pump to be decreased. The cause of the overdose symptoms was stated as unknown. It was unknown if the symptoms resolved. There were no further complications reported or anticipated.